Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the inner insulation of the lead developed a breach during in vivo testing. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The manufacturing date could not be located in the manufacturing database. (B)(4)

Event description:
The implantable pulse generator (ipg) system was received with no information. Review of the manufacturer's database revealed the patient is deceased. The lead was subsequently analyzed and tested out of specification. A cause of death was requested and not received. No additional information is available.